Event description:
A patient reported experiencing inaccurate erratic results. The patient's blood glucose results were 118 mg/dl, 179 mg/dl. Tests were done within <10 minutes with a difference of 36%. Patient did not experience any adverse events. No further information has been reported.